Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal gablofen 500 mcg/ml at 100 mcg/day via an implantable pump for unknown indications for use. It was reported that a partial pocket fill occurred. It was noted they could not aspirate after injecting 3cc of medication and the refill was aborted. There were no environmental/external/patient factors that may have led or contributed to the issue. The refill was completed with a new kit and 17 mls was instilled into the pump. No issues or symptoms were reported. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was 250 lbs and medical history included spasticity. Additional information was received on 2021-jul-08 via the rep indicated the hcp reported the patient experienced no adverse reaction to the suspected partial pocket fill. The issue was resolved at this time.